Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the blue rhino dilator of a ciaglia blue rhino percutaneous tracheostomy introducer set was difficult to advance due to insufficient hydrophilic coating. Though it was noted that there was no hydrophilic coating on the blue rhino dilator, the physician proceeded to use the device. After a successful puncture, the wire guide was inserted into the patient. Following, during attempted insertion of the blue rhino dilator, it was reported to be difficult to perform dilation without lubrication. The physician flushed the dilator with water and later successfully completed the percutaneous tracheostomy procedure using expansion forceps. No adverse effects to the patient have been reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: h6 (annex a). Investigation ¿ evaluation. Hubei dingkang biotechnology co. (China) informed cook that on (B)(6) 2021 that a horned dilator in a ciaglia blue rhino percutaneous tracheostomy introducer set (rpn: c-ptis-100-hc; lot 13608799) had no hydrophilic coating. The physician flushed the dilator with water but still had difficulty. The doctor continued to use the set to complete the procedure. According to the customer, the patient did not experience any adverse effects due to this event. A review of the complaint history, device history record, instructions for use (IFU), and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. Cook received one used blue rhino. A lubricity test was performed on the product and found that the product was lubricious. Tackiness was felt between 6.5cm to 8.5cm from the distal tip. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 13608799 and it's sub assembly lot records no relevant non-conformances. A database search for complaints on the reported lot found one additional complaint reported from the field. The other complaint occurred in the same event and set regarding a missing needle and does not relate to the failure of no lubrication on blue rhino. Based on the dmr, DHR, and device failure analysis, there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_ptis_rev8] ¿ciaglia blue rhino percutaneous tracheostomy introducer,¿ provides the following information to the user related to the reported failure mode: precautions: ¿- the generous lubrication of the loading dilator surface will enhance fit and placement of the tracheostomy tube.¿ tracheostomy procedure: ¿ activate the hydrophilic coating by immersing the distal end of the ciaglia blue rhino dilator in sterile water or saline.¿ based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to component failure. The device failure analysis found that the product was lubricious, with a 2cm section feeling tacky. The tacky section could have resulted during the products use in the procedure. There is no evidence of manufacturing deficiencies. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.